Event description:
Customer reported via phone, the sensor was giving inaccurate reading which triggered the insulin pump to go into threshold suspend. Customer's blood glucose was 86 mg/dl and sensor reading was 48 mg/dl. Troubleshooting was performed and customer was advised what to do to prevent inaccurate readings. Customer was advised to monitor the device and call back if issues persisted. Customer is not returning the sensor for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.